Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the iesu generator to resolve the issue. The fse tested the system and verified that it was ready for use. Isi received the iesu generator to perform failure analysis. During testing with the system, a number of errors occurred, pointing to the monopolar ports.

Event description:
It was reported that during a da vinci-assisted bilateral nipple-sparing mastectomy procedure, the integrated electrosurgical unit (iesu) generator displayed monopolar energy shield errors. Despite replacing the monopolar cable and grounding pad, the error messages persisted. The iesu also failed when used with a handheld bovie pen. An intuitive surgical, inc. (Isi) technical support engineer (tse) was consulted and recommended a hard restart of the device; however, the errors continued. With no backup iesu available at the facility, the surgeon decided to convert the case to open surgery.